Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d9 (date returned to manufacturer). Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The legal manufacturer was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material adhered in air/water-cylinder, and air/water-channel, but the type of the material cannot be identified. The foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from biopsy channel. The event can be detected and prevented by following the instructions for use: IFU states the detection method in cf-ez1500dl/I operation manual chapter 3 preparation and inspection. IFU states the preventative measures in cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to the air/water tube and cylinder having foreign material due to insufficient cleaning, additional findings were as follows: air/water cylinder had no color; suction cylinder had no color; grip packing ring was loose; screw stopper was replaced for preventative maintenance; due to damage on channel tube, water tightness was lost; due to burn on plastic distal end cover, insulation resistance value at distal end did not meet standard value; due to nozzle clogging, amount of water contact did not meet the standard value; due to wear of angle wire; bending angle in up direction did not meet the standard value; bending tube was deformed; connecting tube was snaking; due to clogging of jet tube in control unit, water could not be supplied; and the universal cord had coating peeling. The following device components were scratched: flexibility adjustment ring, grip, switch box, scope connector (sc) cover unit, sc case unit, plug unit, and objective lens. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the colonovideoscope bending section cover adhesive had a sharp edge. There was no patient harm associated with the event. The device was evaluated, and it was found that the air/water tube and cylinder had foreign material. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.